Event description:
A complaint was received reporting an unspecified higher sensor reading with the adc device, which was higher than customer felt. The customer treated with insulin (dose/type unknown) and subsequently had a loss of consciousness. Paramedics were called and the customer was provided an intravenous glucose drip, glucose pills, and 2 apple juices and graham crackers for treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.